Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report inaccurate readings on her husband's cgm (B)(6) 2013. The patient's wife reported that the cgm readings were approximately 30 to 60 points off. At the time of the call to dexcom technical support, the patient's wife did not report any injuries or medical intervention.